Event description:
As reported by (B)(4) study, approximately three months after the index procedure the patient experienced restenosis of the target legion located in the proximal left anterior descending artery (lad). The lesion was described as de novo, non-thrombosed, 85% stenosed, 47mm in diameter, with no calcification. The reference vessel was non-tortuous and 3.50mm in diameter. The lesion was not pre-dilated. A 3.50 x 33mm cypher rx stent was successfully implanted. An additional 3.50 x 18 cypher rx stent was implanted overlapping the first cypher rx stent. Post procedure stenosis was 0%. Post-dilation was performed as part of standard procedure. No dissection was observed. Pre and post-procedure timi flow was 3. Three months after the index procedure, the patient experienced angina and underwent revascularization for restenosis. The patient recovered without sequelae. According to the investigator, the event was not related to the index procedure. The investigator felt the event was probably related to cordis product.

Manufacturer narrative:
As reported by (B)(4) study, the patient experienced restenosis of the target lesion approximately three months post implantation of two cypher stents. Past medical history that may have increased this patient's risk for mace includes coronary artery disease, hyperlipidemia, hypertension, type 2 diabetes mellitus, smoking >30days, and hypercholesterolemia. During the index procedure, pci was conducted to treat a lesion in the proximal left anterior descending artery (lad). The lesion was described as de novo, non-thrombosed, 85% stenosed, 47mm in diameter, with no calcification. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. The reference vessel was non-tortuous and 3.50mm in diameter. The lesion was not pre-dilated before a 3.50 x 33mm cypher rx stent was successfully implanted. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. An additional 3.50 x 18 cypher rx stent was implanted overlapping the first cypher rx stent. Post procedure stenosis measured 0%. Post-dilation was performed as part of standard procedure. No dissection was observed. Pre and post-procedure timi flow was 3. Three months after the index procedure, the patient experienced angina and underwent revascularization for restenosis. The patient recovered without sequelae. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes), vessel/lesion factors (long lesion) and procedural factors that may have contributed to this patient's restenotic event. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00265 and 3003742446-2010-00266.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00265 and 3003742446-2010-00266.